Event description:
It was reported to gyrus (B)(4) that during a surgical procedure, the tip of this device broke and fell off into the pt. The surgeon was able to retrieve it with no injury to the pt.

Manufacturer narrative:
Visual inspection of the instrument confirms that a piece of the ceramic tip to be broken off the distal end of the steel tube. The broken piece of ceramic was not returned with the unit. The balance of the ceramic tip remains securely glued inside the distal end of the sheath tube. Balance of the instrument is in good physical shape. A search of prior incidents for this type of instrument with the same or similar verbiage in the problem description reveals several common root causes as follows: application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instruction for use manual that is shipped with the instrument. Exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.